Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and peri-prosthesis fluid.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii/IV, and "a certain amount of peri-prosthesis fluid". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2., b.6., d.4., d.6., d.7., g.1., h.4.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii/IV, and "a certain amount of peri-prosthesis fluid". The device has been explanted.